Event description:
Caller reported malfunction on pump and no notable events occurred prior to this issue. There was no adverse impact to customer's blood glucose level. Customer was informed to use backup therapy known as mdi to ensure insulin delivery continuity, and cts initiated replacement of the pump. Caller was instructed and acknowledged requirements for returning malfunctioning pump within 10 days through ups with pre-paid label, and was also advised on steps to take upon receiving replacement pump.